Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) did not capture in the atrium or ventricle. Stimulation thresholds had increased since implant. Review of a stored electrogram (egm) also revealed noise on the ventricular and shock channels. A guidant technical services consultant explained potential causes of the noise and recommended obtaining a chest x-ray (cxr) to verify lead placement. Additional information received indicates that the atrial pacing and defibrillation leads had dislodged. The atrial lead was explanted and replaced without noted incident. The defibrillation lead was also successfully repostioned during this procedure. The high voltage lead terminal were verified to be in the correct device ports.